Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had a bolus anomaly. Customer's blood glucose was 226 mg/dl. The customer stated that while he is waiting for bolus to finish, he see that the device is flashing suspend without him touching any of the keypad.the customer was advised to discontinue the device use and revert to a backup plan.